Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple pyxis machines were not functioning in the hospital. The units displayed blank screens with the carefusion logo. Nursing staff were unable to use the machines to access or pull the medications. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the station was no longer in carefusion logo screen and informed customer that the station usually takes time to launch the medapplication after reboot. The system functioned as intended after the technical support specialist investigated the issue.